Manufacturer narrative:
There is no allegation against device functionality. The system was to be explanted secondary due to pocket infection.

Event description:
Boston scientific received information that this device system was to be explanted secondary due to pocket infection. A new device system may be implanted once the patient would be cleared by the physician.